Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a detached sensor wire and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. Two days after sensor insertion, the patient developed redness and inflammation at the sensor insertion site. The patient went to see their primary care physician regarding the reaction and had an x-ray image performed. The result of the x-ray image confirmed that the sensor wire was retained in the patient's skin. Further contact was made with the patient on (B)(6) 2018. It was indicated that the patient had surgery performed on (B)(6) 2017 to have the sensor wire removed. The patient was released from the medical facility on (B)(6) 2017. At the time of further contact, the patient was doing good. Additional patient or event information is not available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.